Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss due to a hole in the cylinders. The system was not functioning and the ipp was explanted and replaced. There were no patient complications reported.